Event description:
It was reported that the customer had a blank display on the insulin pump. Customer's blood glucose level was 414 mg/dl. Customer treated with the pump. Customer stated that the pump shut off without warning and it was not delivering after the battery was changed yesterday. Customer put in a new battery and the pump is now working. Customer will be sent a replacement battery cap. Customer reported that the alarm was resolved by an infusion set change. Customer declined troubleshooting. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.